Manufacturer narrative:
Device was used for treatment, not diagnosis. Consumer purchased the product in the united states but is a resident of (B)(6). (B)(4). Lot number = (10)3477. Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) female consumer alleges that on (B)(6) 2018 the flexible fabric band-aid caused an infection on one of her breasts. Blisters appeared under the adhesive part of the bandage and then the blisters got infected. Consumer was treated for the infection by a physician who prescribed cephalexin 500 mg four times a day. At the time of this report, consumer has not recovered from the event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device manufacture date: 12/13/2017. Device history records review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.